Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post implant, the lead exhibited greater than 2500 ohms impedance and loss of pacing. The lead was replaced.